Manufacturer narrative:
The insulin alarmed motor error during basic occlusion test due to loose protruded drive support. Unable to verify a33 alarms due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube window and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor alarm. Customer's blood glucose at time of incident was 270 mg/dl. The customer stated insulin squirt out during manual prime. The customer stated pump was not bumped or dropped and no water contact. The customer stated the drive support cap appears to be normal.